Manufacturer narrative:
Review of the device history records revealed no manufacturing or processing related irregularities. The trestle luxe plate was found to be properly manufactured and released in accordance with design specifications. Root cause cannot be determined. The condition of the returned plate does not allow for a comprehensive evaluation.

Event description:
During revision surgery for an unrelated issue (patient accident & re-fractured upper levels) the surgeon noticed the sliding gold mechanism of the plate had been broken.